Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown dates over the last eighteen (18) months, surgeons experienced difficult insertion of femoral recon nail (frn) into patients. It was stated the tip of the nail was difficult to insert despite trying various insertion points. It was stated the nail was tight on the shaft of the femur and the proximal end of the nail was also difficult to insert. Surgeons reported using the correct entry reamer and reaming the canal 2mm above the nail diameter, sometimes more. They sometimes used the reamer without the tissue sleeve and taken it further down. After taking extra steps, the surgeons reported they often still struggle to get the nail inserted in approximately 40-50 cases. They have broken about four to five (4-5) impactors that snapped off inside the targeting arm after using force to hit the nail. It was also reported that the golden sleeves were difficult to insert into the targeting arm. There were surgical delays reported between sixty and one-hundred-eighty (60-180) minutes. The procedures were successfully completed. In some cases, a back up set was used and in others it was not necessary. It was stated that none of the patients over this period have experienced any issues. Concomitant device reported: unknown reamer (part# unknown; lot# unknown; quantity: 1). Unk - guides/sleeves/aiming: sleeve (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) driving cap/threaded. This is report 1 of 7 for (B)(4).